Event description:
Additional information received reported that the 8 days after the original implant, they thought the wire went bad, but the battery was the issue. The patient¿s right lead showed 6/8 contacts were not working. The patient had surgery the week prior to the report and once she came out of anesthesia, she was told that the issue was the battery and not the lead. The right part of the implant, where the lead went into was bad. The patient wasn¿t getting therapy 8 days after implant. The patient temporarily turned on the left lead and switched over, so the patient could have some stimulation on the right arm, but it didn¿t cover the whole area. It was further noted that the patient needed an MRI that was not related to the device. It was noted that everything was working.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the patient reported that a week and a half after their implant the implantable neurostimulator (ins) was dead and the patient could not feel stimulation. The patient was curious about device analysis but the device was not returned.

Event description:
Additional information received reported that at the time of the replacement, the patient was receiving effective stimulation.

Event description:
Additional information received reported that the patient was scheduled for a revision during the next week. Additional information received reported that the system was explanted on (B)(6) 2014. High impedances of greater than 10,000 ohms were found on electrodes 9 through 15. The system was replaced.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that initially they thought they couldn't feel stimulation due to swelling from the surgery but the issue was determined to be a bad battery. The patient's replacement device was working fine.

Event description:
It was reported the patient had a loss of stimulation and high impedances on six electrodes. It was noted the impedances of greater than 20,000 ohms was measured. It was further noted that impedance testing, x-rays, and reprogramming was done. It was noted the patient had pain. It was further noted the patient status at the time of this report was alive with no injury. Additional information received reported that reprogramming ¿somewhat¿ resolved the issue. It was noted that x-rays revealed no change in lead placement. It was further noted that no intervention was taken at this point. The reporter stated they were able to get coverage for the patient with the other lead, but the patient was getting too much left sided coverage. The reporter further stated the healthcare professional¿s was to wait and see if the impedances resolved over a few weeks. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that electrode six was still showing out of range. It was noted the patient would be scheduled for a revision surgery in 6-8 weeks.